Event description:
On (B)(6) 2022, zyno medical received a complaint from a user facility representative. A "backflows" issue was reported. The device operator was a registered nurse. Medication being infused is unknown. A patient was involved but was not harmed or injured. No other details of the event were provided.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Manufacturer narrative:
Intuvie received pump (B)(6) on 8/26/22 and evaluated the pump. Zyno medical was not made aware of the test results. Pump ran as expected, no backflow was observed. No rework needed as pump is within specifications.